Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The operator was wearing personal protective equipment of eye glasses, gloves, and a lab coat when the leak was discovered. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a customer technical specialist assisted the customer. The customer found worn tubing through pinch valve pv37 which caused the leak. The customer replaced the tubing and the instrument ran without leaks. (B)(4).